Event description:
It was reported by service report that the foot end jack could not be pumped up. It was found that the foot end control pedal was broken and stuck under the head end release pedal at the foot end of the stretcher causing the foot end jack to be under constant release actuation. There were no pt involvement or adverse consequences reported.